Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a other (unusual issue) issue. It was alleged the pump basal rates were changing on their own. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-dec-2018 with the following findings: during investigation, the total daily dose history shows the following the basal delivery totals. There was no data in black box from the dates due to continued use. The pump was exercised for 24 hours at 1 unit per hour. The total daily dose for testing period shows 24 basal units delivered. The pump did not change basal settings during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.